Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported for unspecified side "tissue expander infection case", "bt+ax+te.pt1n1m0.luminal type. 37th day after operation, adjuvant chemotherapy,(tc treatment, g-lasta combination) started. The first course, 13th day wound infection confirmed, treated in plastic surgery, condition recovered by being provided with the antibiotic medication. The second course was one-week delayed, 14th day wound infection was re-confirmed, condition recovered by being provided with the antibiotic medication. The third course was performed according to the schedule,but infection happened again". The device has been explanted.